Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the issue occurred in the middle of the procedure. The procedure was delayed and completed after reseating the cables. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor was unable to display a live image. Upon troubleshooting, to resolve the issue, the fse reseated and modified cables in the b cabinet on the flex vision monitor, and the cut cable was completely replaced. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.